Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR)could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported the involved angio-seal device was used and the femoral puncture site hematoma was greater than 6 cm. Between discharge and 30 days post-procedure. The procedure performed was an interventional procedure. The segment for endovascular intervention was the renal artery. The intervention performed was an angioplasty balloon. The procedure sheath size that was used was a 6 fr angio-seal vip vcd. Arterial access, sheath, guidewire, or catheter insertion was easy. A limited femoral angiogram was obtained prior to the angio-seal deployment was performed. There were no issues with insertion, deployment, or withdrawal of the device. There was no harm to the patient, the patient is stable. There was no reported blood loss. Additional information was received on 07 aug 2023: the hematoma was not treated.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number e1: phone number: requested, not provided e3: occupation: professor h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.